Event description:
It was initially reported by arjohuntleigh representative: "resident was being dried in the lift chair in raised position when caregiver moved lift and castor came off causing lift chair to tip over with resident secured in chair. Resident had minor abrasions to shoulder and knee. Caregiver had scratch to neck area trying to prevent lift from tipping over." Reference MFR report # (B)(4).